Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient with a history of atrial fibrillation presented for an implant. During the procedure, the patient went into sudden atrial fibrillation when lead was used, and parameters could not be measured. The lead was not used and replaced. The physician did not allege our product or procedure caused the af. The patient was stable.

Manufacturer narrative:
The reported event was unable to implant and parameter cannot be measured. As received, a complete lead was returned for analysis. All four tines were intact. The reported event of parameter cannot be measured was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.